Event description:
Pic-line in place about two mos. Upon attempted removal, it came back about a foot and then became hung up, with tip in the axillary vein. Required passing a non-tapered sheath along the outside of the line under sterile precautions, apparently severing a point of fixation between the catheter and the vein wall, likely at the venotomy site. All of this was fluoroscopically monitored. Removed in one piece. Rptr theorizes that a fibrin sheath had formed along the catheter and that when the catheter was retracted, this sheath accordioned at the venotomy site until it was so bulky that it jammed the catheter. Presumably, this fibrin sheath has now been deposited in the basilic vein which will likely thrombose.